Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the ventilator was not responding to input very well. When the customer tried to calibrate the screen, it continually failed the calibration. The other icon controls on the screen were not where they should be. When the screen icon was depressed, it reacted when it is half an inch away from the control the customer was trying to switch to. There was no patient involvement associated with this reported issue.